Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The mitraclip steerable guide catheter (sgc) referenced is being filed under a separate medwatch MFR number. (B)(4).

Event description:
This report is being filed because the clip delivery system (cds) had difficulty steering, which has the potential to cause or contribute to adverse patient effects such as tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and clip delivery system (cds) had steering difficulties during positioning and were removed without issue. A new sgc and a new cds was used to successfully complete the procedure, with mr reduced to 2, and no adverse patient effects, or clinically significant delay in the procedure. There was no additional information provided.